Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected juvéderm® volbella¿ xc in the lips. The patient developed persistent lumping of the upper lip. The hcp evaluated the patient and treated the area with hylenex on two separate occasions. During the first treatment session, 30 units of hylenex were injected into the affected area. The patient returned with continued palpable and visible lumping, an additional 60 units of hylenex were administered at that time. Approximately 3 weeks post-dissolution treatment, the lumping remains visible without significant softening or improvement.